Event description:
A medtronic representative reported the solera 4.75 driver had a "wobble." The doctor did not feel completely comfortable to use the driver and would like a replacement. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
A medtronic representative reported that it turns out that the site's driver is ok, so the site will not be purchasing a new one.

Manufacturer narrative:
There was no patient involved in this event. The device lot# and manufacturer date are dependent on the device return. No parts or files have been received by the manufacturer for evaluation.